Event description:
The account alleged the brake is not holding. No pt impact.

Manufacturer narrative:
The technician found the rubber pad on the brake pad is worn out. The technician replaced the brake caster to resolve this issue.